Event description:
A caller reported a cartridge alarm 20 with no adverse impact on their blood glucose level, which remained below 500 mg/dl. Technical support arranged to send the customer a replacement pump with updated software. In anticipation of receiving the new pump, the customer was provided with instructions on storage mode, advised on the steps to follow with the replacement, and instructed to return the defective pump within 10 days using a provided return box and pre-paid label. The customer understood and acknowledged all instructions.